Event description:
It was reported the pt received a low battery flag postoperative. The sjm representative met with the pt and two chargers were unable to locate the ipg. It was reported the programmer still communicated but showed the ipg battery was low. Follow up identified the physician replaced the ipg. It was reported the pt received effective stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.